Event description:
User facility reported that the pt was intubated with product in the operating room. After operation had been completed and pt was in intensive care unit, the device was found to be bent which caused a occlusion in the pt ventilation system. The staff removed product and re-intubated pt. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.